Manufacturer narrative:
Siemens filed initial MDR 2432235-2023-00218 on 18-jul-2023 and supplemental MDR 2432235-2023-00218_s1 on 11-aug-2023. Additional information (07-sep-2023): in addition to the service actions mentioned in the initial report, the cse replaced the cracked secondary vacuum bottle cap. An autocheck and quality control (qc) were performed, which recovered acceptably. Siemens further investigated the issue and performed instrument testing at siemens¿ facility to recreate an erroneous result for high-sensitivity troponin I (tnih), without causing a system failure. Siemens was unable to reproduce the issue. Siemens determined that the service actions performed including a total service visit (tsv) resolved the issue. The cause of the falsely elevated tnih results is unknown. The component code in section h6 was updated based on the additional information. The analyzer is performing within specifications. No further evaluation of this analyzer is needed.

Event description:
A falsely elevated high-sensitivity troponin I (tnih) result was obtained on a patient sample on atellica im 1300 analyzer. The erroneous result was reported to the physician(s). The patient was redrawn as part of a timed collection series and the sample was tested on an alternate atellica im 1300 analyzer. The result on the latter sample was lower than the erroneous result and not consistent with the initial falsely elevated result. The latter sample was tested on the initial atellica im 1300 analyzer and falsely elevated result was obtained. The initial sample was also tested on the initial atellica im 1300 analyzer and an alternate atellica im 1300 analyzer and lower results were obtained. The results of 22.55 ng/l and 28.49 ng/l were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated tnih results.

Manufacturer narrative:
Siemens filed initial MDR 2432235-2023-00218 on (B)(6) 2023. Additional information and corrected data (B)(6) 2022): the initial MDR indicated that 2 samples were impacted and the samples were repeated on (B)(6) 2023. It was clarified that these two samples were from the same patient and the latter sample was part of a timed collection series. Therefore, all results were obtained on (B)(6) 2023. Additionally, the sequence of the results obtained on the latter sample was reversed in the initial MDR.

Manufacturer narrative:
Siemens filed initial MDR 2432235-2023-00218 on 18-jul-2023, supplemental MDR 2432235-2023-00218_s1 on 11-aug-2023 and supplemental MDR 2432235-2023-00218_s2 on 28-sep-2023. Additional information (18-oct-2023): siemens further investigated the issue and determined the clog in the secondary waste vacuum tubing potentially contributed to the falsely elevated high-sensitivity troponin I (tnih). The clog was cleared with the service actions performed in the initial report. The analyzer is performing within specifications. No further evaluation of this analyzer is needed.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center to report falsely elevated high-sensitivity troponin I (tnih) results were obtained on 2 patient samples on atellica im 1300 analyzer. Quality controls recovered within acceptable ranges on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During this visit, the cse determined the autocheck was failing due to a clog in the secondary vacuum tubing at the "y" fitting for the vacuum sensor and the regulator second vacuum. The clog was cleared from the tubing and an autocheck was completed successfully. On a subsequent visit, the cse cleaned the waste reservoirs, calibrated the scale and inspected the tubing between waste reservoirs and waste pump, mesh filters on waste tubing prior to the waste pump, aspirate probe wash around and wash around tubing, o-rings and restrictors under the waste caps, waste tubing ports, the luminometer waste probe, the water trap, and brass component. The luminometer waste probe, aspirate probes, probe guides, the glass and ball and all aspirate probes were cleaned. The flapper valves on the waste pump were replaced. The cause of the falsely elevated tnih results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Falsely elevated high-sensitivity troponin I (tnih) results were obtained on 2 patient samples on atellica im 1300 analyzer. The erroneous results were reported to the physician(s). On the following day, the samples were repeated on the same atellica im 1300 analyzer. The repeat results were lower than the erroneous results. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated tnih results.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2023-00218 on 18-jul-2023, the first supplemental MDR on 11-aug-2023, the second supplemental MDR on 28-sep-2023 and the third supplemental on 13-nov-2023. Additional information (25-jul-2024): upon further investigation, siemens determined some areas of the vacuum sub-system can potentially become occluded during normal operation and the analyzer will fail autocheck for vacuum errors when the blockage is present. If the vacuum pressure goes too high or too low, the analyzer will cancel all tests. The investigation conclusions code in section was updated to reflect the additional information. The analyzer is performing within specifications. No further evaluation of this analyzer is required.